Manufacturer narrative:
The reported event of charge timeout during high voltage therapy delivery was confirmed. Final analysis found the device's high voltage capacitors exhibited no anomalies. The device was tested on the bench with laboratory high voltage capacitors and the charge time out was not replicated. The cause of the charge time out was not determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the implantable cardioverter defibrillator exhibited charge time out during a ventricular fibrillation episode. After the charge time out, the device converted the ventricular fibrillation. The device was explanted and replaced. The patient was in stable condition.